Manufacturer narrative:
Section h10: (d4) lot number: 259380037. (H3) based on capa2017-12 and capa2019-48, the broken device reported was likely the result of applying a bending moment to the reamer during use, which led to brittle fracture of the pilot tip feature. (H7) recall. (H9) if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number: z-2663-2017, z-2664-2017, z-2665-2017, z-2666-2017, z-2668-2017, z-2668-2017.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, the surgeon was reaming the glenoid using the pilot-tipped 38mm glenoid reamer and the tip broke off inside of patient. The pilot tip of glenoid reamer pilot tip was retrieved after creating space within the hole. After retrieval of glenoid tip, reverse shoulder continued without issue. Patient was last known to be in stable condition following the event. There was a reported delay of 5-15 minutes with no consequences to the patient noted. The device will be returned.